Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an intermittent audio output and an adverse event. At around 4:30am, the patient was in the bedroom sleeping. The patient woke up to use the bathroom and on the way to the bathroom, the patient passed out. It was indicated that the patient experienced a low event and the receiver did not alert. The patient's wife found the patient and called the ambulance. When the paramedics arrived, the patient was administered intravenous (IV) therapy and was given orange juice and a peanut butter and jelly sandwich. The patient did not go to the hospital and the paramedics left the patient's house around 5:30am. At the time of contact, the patient was complaining of pain from the fall but was over all was doing okay. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.